Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch for the same issue closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 4 open samples with the needle detached from the thread (the thread is still wound on the pack). Although without any closed sample a proper analysis cannot be performed, taking into account the four open samples with the needle detached from the thread, and the thread still wound on the pack, we will consider this complaint to be confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle is escaped from the thread. Final conclusion: taking into account that the open samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.